Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have experienced a high blood glucose of over 500 mg/dl. Customer stated that the he had a high blood glucose and the infusion set cannula was bent. No significant events leading to infusion set bent cannula were observed. Customer stated that the infusion set was changed and treated the high blood glucose reading of over 500 mg/dl with manual injection. Customer declined high blood glucose troubleshooting. The insulin pump and infusion set were not expected to return for analysis. Infusion set replacement will be sent.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been updated with this report.